Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was correctly calibrated but that it read "o2 out of range." Although requested, no additional information was provided. It is unknown if there was patient involvement at the time of the event.